Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was unable to maintain a connection and experiencing pain at the ipg site as well as ineffective stimulation. Surgical intervention took place wherein the system was explanted, replaced and ipg relocated to address the issues.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.